Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The reported head and stem were reviewed for compatibility with no issues noted. However, as the shell and liner are unknown, it is unknown if the entire construct is compatible. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by that patient, that the patient underwent a hip procedure and was implanted with zimmer biomet products on an unknown date. Subsequently, the patient reports of pain, locking up, jam, and lack of internal motion by the zimmer biomet implants. Patient is looking for a surgeon to perform a revision surgery.